Event description:
It was reported that the touchscreen was unresponsive. Upon the pump being turned back on, it was reported that a malfunction alarm occurred. Customer's blood glucose level was 179 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.